Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative. It was reported that the patient was having their spinal cord stimulation (scs) system revised. The hcp did not know the reason for the revision. It was unknown if any environmental or external factors may have led or contributed to the issue. The revision surgery was scheduled for (B)(6) 2017. The issue was not yet resolved. No patient symptoms were reported and there were no complications. The patient¿s status at the time of this report is ¿alive, no injury.¿ indications for use are spinal pain and failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient's revision was just a pocket revision. The patient requested that the device be moved laterally. There were no therapy or device issues. The patient would sometimes hit the device while they were working, but the surgery was because the patient wanted it to move. The issue was resolved at this time. No further complications were reported or anticipated. No symptoms were reported.